Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (44777) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed. This is a final report.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once the product is returned and investigation is completed. Note: the manufacturing date for the reported meter is unknown.

Event description:
The customer's wife reported the customer received a reading of 192 mg/dl on his blood glucose meter during the night and then he took an insulin dose. The next morning, the customer's wife reported the customer woke up experiencing symptoms of weakness, sweatiness, and while he was trying to take sugar tablets, he lost consciousness. No third-party medical intervention was required. It was also reported the customer took his regular diabetes and non-diabetes medications. There was no report of death or permanent impairment associated with this event.

Event description:
The customer contacted baxter's (B)(4) regarding a system error 2240 alarm, which occurred on the homechoice (hc) during the dwell 2. The home patient (hp) stated the solution bag fell and disconnected. The tsr advised the hp to contact the peritoneal dialysis nurse for further therapy advice. The hp discarded the sample. Product surveillance spoke to the home patient (hp) for additional information. The hp stated he thinks a small section of the solution bag may have been hanging over the back of the dresser. The nurse was notified. The hp completed therapy with a new set-up. No patient injury or medical intervention was reported. The hp is continuing therapy as usual. No additional information provided.